Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited high capture thresholds. Several positions were attempted but were unsuccessful. The lead was not used and replaced. The patient was safe.